Manufacturer narrative:
Date of event was sometime in (B)(6) 2018. (B)(6) hospital affiliated to (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the transfer set package was opened, the cap was found to be missing from the transfer set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received in an opened pouch. A visual inspection performed with the naked eye verified that the pull ring cap was missing. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.